Manufacturer narrative:
Update data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it is known that the patient had tortuous and calcified anatomy. It was also reported that the minimum diameter of the access vessel was 4 millimeter (mm). Per instructions for use (IFU) the minimum vessel size diameter is 5 mm to accommodate the 14 french (fr) equivalent dcs. This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available. Upon first deployment attempt, the valve was slightly deeper than optimal depth and was recaptured. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. After recapture, unusual appearance of the capsule can be seen. Despite the unusual appearance of the capsule, the valve was successfully deployed. The dcs was removed over a guidewire as normal, at which point material protrusion from the dcs was seen. Capsule deformation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. In this case, a possible misload could have contributed to the damage to the delivery catheter system during recapture. However, as no fluoroscopic loading images are available for review, this could not be determined. Vascular access related complications, such as bleeding and dissection, are a known potential adverse patient effect per the evolut system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, the protrusion from the capsule caused a dissection in the left iliac artery during removal of the dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Added code: a150205. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: static images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had tortuous and calcified anatomy. Furthermore, it was reported that the minimum diameter of the access vessel was 4 millimeter (mm). Per instructions for use (IFU) the minimum vessel size diameter is 5mm to accommodate the 14 french (f) equivalent delivery catheter system. Per medtronic best practices, physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the IFU, if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. A fluoroscopic valve load inspection was not provided; thus, it is not possible to confirm a good load. It was reported that the valve was deployed the first time without issues. After recapture, unusual appearance of the capsule can be seen. Despite the unusual appearance of the capsule, the valve was successfully deployed. The delivery catheter system and valve were removed from the patient and visible damage in the capsule is visible. It was reported that the damaged delivery catheter system caused an iliac dissection during removal and was subsequently treated. A possible misload could have contributed to the damage to the delivery catheter system during recapture. However, without a fluoroscopic valve load inspection it is not possible to validate this statement and this review is inconclusive. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had tortuous and calci fied anatomy. Left femoral access site was used. The devices were inspected before use and a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. No external introducer sheath was used, and the minimum diameter of the access vessel was 4mm. There was difficulty inserting and advancing the delivery catheter system (dcs). Upon first deployment attempt, the valve was slightly deeper than optimal depth and was recaptured. The valve was then successfully implanted. The dcs was removed over a guidewire as normal, at which point material protrusion from the dcs was seen. The protrusion caused a dissection in the left iliac artery during removal of the dcs from the patient. The dissection was treated with a stent and surgical repair. No additional adverse patient effects were reported.